Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states when the product was used on a pt on (B)(6), 2011, air leakage occurred during the blood perfusion, which could not be detected with a hollow needle. Another set of catheters was used, which means the catheter was removed and replaced.